Manufacturer narrative:
Street name is too long. It should be read as: (B)(6) . A medtronic representative went to the site to test the equipment. Testing revealed that there was an interface box failure. The cable was inspected and resetted. The system then passed the system checkout and was found to be fully functional. Devices was not returned to medtronic for analysis. Concomitant medical products: product ID: 973582. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the axiem function didn't work. There was no patient present.